Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured at 6 atm on the 2nd inflation for 20 seconds. The procedure was completed with a 2.5 non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. The balloon could not be inflated due to the solidified blood present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. After the device was soaked, positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. The balloon tear extended from 1 mm distal to the distal end of the proximal markerband for a distance of 10 mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured at 6 atm on the 2nd inflation for 20 seconds. The procedure was completed with a 2.5 non bsc balloon catheter. No patient complications were reported and the patient's status is good.